Manufacturer narrative:
The customer has received a replacement mast and has installed it. The lift is back in service.

Event description:
Customer alleged that the knob that is used to adjust the depth of the leg support on their sabina lift, was found in a resident's room on the floor. When the discovery was made, the lift was plugged in to charge outside the room, in the corridor. It is unknown when the weld broke. As soon as the discovery was made, the lift was taken out of service. There are no alleged injuries reported in regards to this problem. The lift is currently located in the maintenance department.